Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 22 years and 8 months post implant of this valved conduit placed in the aortic position, it was replaced valve-in-valve with a 23mm transcatheter bioprosthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was a mixture of aortic stenosis and aortic insufficiency. If information is provided in the future, a supplemental report will be issued.